Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had multiple no delivery alarm on the insulin pump. The customer's blood glucose level was 123 mg/dl. Troubleshooting was performed, the issues was resolved with a set change. No further information was provided.